Event description:
It was reported on (B)(6) 2012 that the patient had a loss of therapeutic effect. The patient had a loss of bladder control and was urinating all the time. The patient was not feeling any stimulation. On (B)(6) 2012 the device was reprogrammed and the patient could feel the stimulation right away. When the patient got home four hours later she could no longer feel the stimulation. The patient symptoms started a month or two prior to the reprogramming reported, but had gotten worse. About two weeks prior to the reprogramming it got to the "extreme." One program the patient tried she could feel stimulation but it caused pain in her butt. The patient changed settings on the device and could feel stimulation on program 1 "at a 2" in the bike seat area. The patient was going to monitor her symptoms. On (B)(6) 2012 additional information received reported that the patient had turned the device off as it was "not working properly" and was "very painful sometimes." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v681796, implanted: (B)(6) 2011, product type lead; product ID 3889-28, lot# v681796, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).